Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. Vascular access was obtained via a radial artery. The 75% stenosed, eccentrically shaped, de novo target lesion was located in the mildly calcified and severely tortuous left anterior descending artery. The 3.5x35mm lesion was noted to have a significant bend of >45 and <90 degrees. Pre-dilation was performed with an unspecified balloon catheter; residual stenosis was 70%. The 3.5x38mm taxus liberte long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent had moved on the delivery device.

Manufacturer narrative:
Device is combination product device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent had moved on the balloon 3mm from the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location. Kinks were identified along the entire length of the hypotube. There were no issues with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the lesion was noted to be severely tortuous which is contraindicated in the dfu. (B)(4).